Event description:
On 11/12/2024, it was reported by an arthrex subsidiary employee via email that an ar-8827-14s low profile screw did not lock. The case was completed using another ar-8827-14s low profile screw. This was discovered during a procedure on (B)(6) 2024. Additional information received on 11/18/2024: this was discovered during an orif procedure. The anchor was removed from the patient, and nothing broke. The case was not delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw and/or over-torquing the screw when inserting into the plate.